Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3777-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a coupling problem. It was noted that the implantable neurostimulator (ins) may be flipped. It was noted that the patient¿s device was very superficial, but the patient was only getting at most 2 blackcoupling boxes. It was noted that the issue started a month prior to report. It was noted that the patient did not mention anything that prompted it but did mention that the implantable neurostimulator (ins) seemed to move a lot and if she bent over the ins almost stood on-end. It was noted that the antenna locate was done and all of the numbers were 68. Additional information received reported that the ins was confirmed to be flipped by x-ray. It was noted that a revision would be scheduled sometime this summer.